Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting a high out of range pacing impedance measurement greater than 2000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately one week later this device was returned for analysis. No information regarding the explant procedure was provided. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Additional information received indicated that the patient planned to be brought in to the clinic for evaluation and a possible lead revision. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--